Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: unk_mazorx_tool * unk_mazorx_tool is a placeholder for the platform* see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the screw was not planned to be implanted into the sacroiliac joint at 90 degrees, but more tangentially. It was suspected that this could lead to the screw having a higher chance to skive. The system did not detect any shifts/movement. The site felt that this meant the alarm was not working. The surgeon suspected it was due to the platform becoming loose.

Manufacturer narrative:
A4: patient information is no available. H6: the exports/logs were returned for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a prone scan and plan procedure; the surgery time was delayed by three hours. An accuracy issue with the guidance/navigation system was identified. One iliac screw was malpositioned, described as going inside out. Two screws at the t2 bilateral level were not performed due to unreachability, as the robot could not reach or angulate to the severe kyphosis present in the patient. Changes to the surgical plan occurred during the surgery, with many implants placed using the normal navigation system and only t2-7 and iliac screws were placed with the robotic system. The inaccurate screw was revised. The screw tip was approximately 20mm from plan, while the screw head was located as planned. The case was completed using robotics, navigation, and freehand techniques. There was no patient harm reported.

Manufacturer narrative:
G3: additional information was provided, updating the date medtronic was aware of the inaccuracy. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the probable cause of the reported deviation for s2 right was the skiving of surgical tools on the bony anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.